Event description:
It was reported by the customer that a pyxis medstation es system drawer fails to open auxiliary 4.1. The customer stated that there was a delay in dispending medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer manually opened and found the loose med causing the drawer to jam. The system functioned as intended as the field service engineer troubleshooted the device.